Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of approximately 53.2 months, due to pulmonary valve stenosis and insufficiency. The patient had developed right ventricular hypertension. He was taken to the cath lab prior to the operation, and they attempted a stent placement and the origin is left pulmonary artery. The stent was not seated well and was flipping around in the pulmonary artery. His pulmonary valve needed replacement anyhow, so he was referred for surgical repair. Information learned from implant patient registry and from the operative report.

Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.